Event description:
It was reported that the patient was re-implanted with a cochlear implant on (B)(6) 2013. No further information is available at this time.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.